Event description:
It was discovered that a set screw had "popped out" after the patient reported hearing a squeaking noise. A revision surgery was performed to remove the hardware, and all parts were recovered and sent to corelink for investigation.